Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 400 mg/dl. The customer was admitted to hospital. The customer stated her device was giving her no delivery and throwing up. The cause of the hospitalization as per healthcare provider was diabetic ketoacidosis. Ther customer stated that they gave her fluid and insulin. Customer was not wearing the insulin pump at time of hospitalization, she removed it before going to hospital. The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer was treated with syringes. Customer was has the device with her but doesn't have the set nor the reservoir that she was using when she received no delivery alarm. The customer stated she will call back to complete the troubleshooting.